Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately 5 years post xience v stent implantation in the proximal left main coronary artery, the patient experienced chest pain, unrelieved with nitroglycerin and presented to the emergency room. On (B)(6) 2013, percutaneous coronary intervention was performed. On (B)(6) 2013, the event was noted to be resolved and the patient was discharged. There was no additional information provided.